Manufacturer narrative:
The investigation of low pump flow, positioning issues, and product damage (cannula kink) has been completed. Clinical states that pump flows were acceptable at first. Then after exchanging repositioning sheath for peel-away, catheter movement occurred and the physician had to reposition. Repositioning resulted in cannula kink and flows dropped. Stated that repositioning resolved the kink in cannula but did not improve impella flows. Lack of clinical details regarding patient conditions or anatomy. Returned complaint cp pump visually inspected. Cannula kink observed near outlet. No biomaterial, no broken blade found. Cannula soaked in water for better inspection to dissolve dried dextrose. Positioning issues: the cause of the positioning issues most likely was use related as it occurred during the exchange of the repo sheath. Low pump flow: though the clinical states repositioning resolved the cannula kink in the field (as seen on echo), a kink was observed on the returned product. The cause of the low pump flow issue was likely a cannula kink as observed on the returned product. Product damage (cannula kink): the cause of the product damage cannula kink issue was unable to be determined due to lack of clinical details.

Event description:
The complainant reported that after initiating impella cp support on auto, flows ramped up with appropriate waveforms. After exchanging repositioning sheath for peel-away, catheter movement occurred, and the physician had to reposition. Repositioning resulted in a kink in the impella cannula and impella flow was reduced. Further repositioning resolved the kink in cannula but did not improve impella flows. Decision was made to explant the impella and replace with new cp. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed.